Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device, the diagnostic logs and verified the reported issue. The se found the exhalation flow sensor (evq), the filter and the patient circuit soaked with body fluids. The se replaced the evq. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator alarmed with an occlusion and the safety valve opened. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.